Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a non-emergency treatment procedure, which was completed by moving the patient to another room. The philips remote service engineer (rse) analysed the system remotely and confirmed that the c-arm was unable to perform geometry movements. Upon troubleshooting, the rse determined the issue with bodyguard. To resolve the issue, the bodyguard calibration was performed. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.